Event description:
It was reported the device reached premature battery depletion. It was also noted there were a high number of antitachycardia pacing therapies delivered during the device lifetime due to intermittent atrial undersensing and programming. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device reached premature battery depletion. It was also noted there were a high number of antitachycardia pacing therapies delivered during the device lifetime due to intermittent atrial undersensing and programming. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Evaluation summary continued: the battery was submitted for analysis, and no anomalies were found. The hybrid was then submitted for memory testing. The stacked chip scale package (scsp) was optically inspected. No anomalies were observed.